Manufacturer narrative:
Result: fowler clutch assembly.

Event description:
It was reported by service report that the fowler would drift down under 30 degrees, because of old style clutch assembly. No pt involvement or adverse consequences are reported.